Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the t implant of the fast fix 360 did not deploy and came out of the meniscus. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The actuator is at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation showed the actuator will not cycle and remains stuck at the tip of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include inadvertently bending of the needle/overmold assembly. Based on this investigation, the need for corrective action is not indicated.